Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a missing pin in the black cable of the system controller as well as the damage to the connector nut confirmed via visual analysis. The heartmate ii system controller (serial #: (B)(4)) was returned for analysis and a log file was downloaded for review with events spanning approximately 39 days ((B)(4) 2020 ¿ (B)(4)2020 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on the black power cable. The power cable disconnect alarm activated with these events as well. The atypical power cable disconnects occurred while the controller was connected to both battery power and the power module. These atypical alarms occurred at the time stamps of (B)(4) 2020 at 07:57:31 on battery power and (B)(4) 2020 at 21:19:20, (B)(4) 2020 at 20:54:13, (B)(4) 2020 at 20:26:01, and (B)(4) 2020 at 22:10:38 while connected to the power module. These events cleared on their own. Pump operation was not affected. During product testing, pin 4 of the system controller was observed to be missing and the black power cable connector nut was cracked. The missing pin caused the controller to fail a conductor test during functional testing; however, the system controller was able to operate a system controller on a mock loop without interruption despite the observed damage. The black power cable was able to attach to a test patient cable. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(4)) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the black screwing part of the controller power cable was cracked and lost plastic. It was difficult to screw the cable to the battery clip. The controller needed to be exchanged however patient had an over sewn aortic valve. The controller was replaced in hospital due to likelihood of complications. Exchange was completed without complication. After controller exchange it was noted that ventricular assist device coordinator was unable to connect new controller to the battery clip. It was noted that a pin was broken inside battery clip and was missing from black power cable of the original damaged controller. The battery clip was exchanged. Upon evaluation of the returned controller, it was observed that the black power cable had a damaged (missing) pin.